Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Dear sir, re: dental protector on (B)(4) 2013 I purchased a dental protector at the rexall pharma plus store at (B)(4). After adjusting the product to fit my lower teeth I used it successfully for several night. After about three weeks of use I noticed the soft inner section was beginning to separate from the hard outer shell, and in a few days the two sections came apart. I am still using the product, but it is now awkward as I have to make sure the two sections are lined up before placing them in my mouth. I recently spoke to customer complaints at your toll free line and he offered to send a replacement dental protector on receipt of proof of purchase. Unfortunately, I did not keep the box, but the receipt and instruction sheet are enclosed. I do not of course require a replacement ventilated case. Thank you for your attention to this matter.